Event description:
During a coronary stenting drug eluting treatment procedure, a balloon leak occurred. The lesion being treated was located in the fibrotic left anterior descending (lad) artery. The 3.00x20 mm taxus express2 drug eluting stent was inserted. The balloon was inflated to 9 atms for 60 secs and it "dog bone", both sides filled but the ctr did not. The physician noticed the contrast leaking at the distal end. The physician took the balloon down and went back up to 10 atms for 60 seconds. The balloon did completely inflate 2nd time. The procedure was successfully completed with this event. No pt complications were reported. Pt status reported as "ok".